Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's dad reported via phone call that they experienced high blood glucose. Customer blood glucose level was 450 mg/dl. Customer also stated that the insulin pump was cracked. The reservoir lip ring was chipped and reservoir not able to lock in place. The device will be returned for analysis.